Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed. Chest x-ray did not show fracture. Attempts to obtain further information have been unsuccessful.